Event description:
A patient in a study underwent a da vinci assisted partial colpectomy with tumor resection and bilateral ureterolysis surgical procedure on (B)(6) 2026. On (B)(6) 2026, the patient returned with vaginal bleeding, elevated inflammatory markers, and a hematoma at the vaginal apex. The next day, a laparoscopic infected hematoma evacuation with adhesiolysis and pelvic lavage was performed, along with closure of a small suture dehiscence at the vaginal stump. Antibiotic therapy was initiated with piperacillin-tazobactam 4/.05 grams intravenously three times daily. Postoperatively, the condition improved. Inflammatory markers increased again; a repeat laparoscopy occurred on (B)(6) 2026. The procedure again involved infected hematoma evacuation with adhesiolysis and irrigation, along with closure of a small suture dehiscence. Inflammatory markers improved with continued antibiotic therapy and the event was reported as resolved on (B)(6) 2026; the patient was discharged the same day in significantly improved general condition. The index surgical procedure was completed without intra-operative complications or da vinci device malfunctions. There were no post-operative complications prior to discharge which occurred on (B)(6) 2026. The study investigator reported the event as severe, a serious adverse event (requiring medical or surgical intervention), a clavien-dindo grade iiib, possibly related to the patient's underlying disease status, but not related to the study procedure, not related to the da vinci investigational device and not related to a third-party device. The patient's pre-existing health condition of diabetes mellitus may be relevant to this incident.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. An intuitive surgical, inc. (Isi) medical safety officer (mso) reviewed the event and provided the following additional information: "the patient in this study had a post-operative complication of an infected hematoma which required additional procedures. This complication is a well-known complication following this type of procedure and therefore is possibly procedure related. The patient had some minor comorbidities and therefore this could also be patient disease or patient co morbidity related. There is no allegation against the da vinci system and there is no evidence this complication is device related." Additional patient information: height: 173 cm., body mass index (bmi) 34.7 kg/m2.